Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Software investigation completed. This issue was documented in a medtronic software anomaly tracking database. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that using a research & development (r&d) testing navigation system, they are able to reproduce an issue where the software exits unexpectedly when in a deep brain stimulation (dbs) procedure. Additionally, ac-pc are defined in the sagittal view on s-I line. No work order is necessary as this is a r&d test navigation system - r&d will monitor for resolution. There was no patient present when this issue was identified.